Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to corroded keypad traces. Analysis was unable to verify a21 alarm, a17 alarm, off no power alarm or upload on carelink software due to button/keypad anomaly. The insulin pump was received with moisture damage on the lcd board and rfb. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump has no button response, off no power alarm and had a moisture anomaly. The customer's blood glucose reading was 9 mmol/l. The customer states pump had some physical damage and fluid is visible on the lcd screen. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.